Event description:
Customer reports to have received a button error alarm; buttons are not responding. Customer's blood glucose was over 600 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm test. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had a cracked case near the display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube lip, stained address and serial number label and a stained end cap sticker.